Event description:
It was reported that on (B)(6) 2011 the patient had a preoperative consultation. He is scheduled for exploration of the peek interbody spacer and extension of his fusion to the pelvis. (B)(6) 2011 patient presents his first postoperative visit is approximately 10 weeks status post extension of his fusion to his pelvis and revision decompression ls-s l. He reports significant relief of his preoperative leg symptoms. He describes a discomfort not truly a pain in his left leg. He rates his pain as being 1-2/10 versus a 9/10 preoperatively. He describes no numbness or tingling in his extremities. He has mild incisional back pain. (B)(6) 2012 patient presents for follow-up after his surgery done in (B)(6) 2011. He reports he is doing significantly better after the second surgery. Only has very intermittent pain down the left posterior leg only when he sneezes. On the ap view the instrumentation is in good position. On the lateral the interbody spacer is in the same position and has backed out on the left-hand side. Also with rotation it looks as if the iliac bolt has migrated posteriorly but on examination doctor not able to palpate any hardware. I think this is due to rotation it was noticed that the femoral heads are not in alignment. (B)(6) 2012 patient is presents for reevaluation. We had extended his fusion due to nonunion and loosening of the pedicle screws. He reports that he is having left posterior leg pain which is becoming more significant and requiring oral narcotic pain medications. He denies any subjective weakness in his lower extremity. Per medical record x-rays reveal interbody space migrated posteriorly. (B)(6) 2012 caudal injection performed good relief of symptoms for approximately 3 weeks. (B)(6) 2012 patient presents for evaluation. Per medical record "he has been receiving epidural injections which have given him good relief but unfortunately are wearing off. His posterior interbody spacer l5-sl has migrated posteriorly." (B)(6) 2012 is here for his first postoperative visit he underwent a removal of the interbody cage at l5-s1 level on the left-hand side. He reports significant improvement in his symptoms particularly his leg symptoms since surgery. He reports incisional back pain. Per radiographs "standing ap and lateral of the lumbar spine performed in the office today. It shows hardware to be in good position with no evidence of any failure or loosening. We have radiographic evidence that the interbody cage was removed at the l5-s 1 level on the left-hand side. The interbody cage on the right-hand side appears to still be in good position." (B)(6) 2012 returns today in follow-up complaining of generalized weakness in his lower extremities. He describes it as his legs feel like noodles and are giving out on him. He describes no dermatomal distribution. He has had significant difficulty walking and uses a walker to assist with ambulation. He has had multiple falls since his last visit. Per radiograph's "remaining ls-s 1 interbody spacer remains well contained within the disc space. No evidence of any failure or loosening of his hardware is seen. There is no evidence of any compression fractures." (B)(6) 2012 patient presents for follow-up and reports his leg symptoms were about 75% better after starting lyrica. Is being worked up by a neurologist and has an emg scheduled next week. Per medical record doctor states "at this point he does not think he will need any surgery. The area that he has some stenosis in his within the confines of the fusion." (B)(6) 2013 patient is here today for reevaluation. He reports his legs get weak when he walks. He has consult with a neurologist regarding this condition. He was also recently diagnosed with viral cardiomyopathy and ejection fraction is less than 30%. Per medical record "there is a small amount of facet arthropathy l2-l3 that cannot imagine this is causing the severity of his symptoms that he is describing." (B)(6) 2013 patient presents today he is a little over a year out from his last surgery. He continues to complain of subjective weakness in his legs. He has had multiple falls since his last visit he complains of episodes of fasciculation in his quadriceps. He sometimes has difficulty driving getting his leg to move between the brake and gas peddles. He reports it is not dried out much. His symptoms are significant enough that his pcp has ordered him a scooter but he says he does not use it that often. (B)(6) 2013 patient is presents for reevaluation. He reports that his legs are stable from a neurologic standpoint. His ejection fraction had improved he was coming back in for a simple follow-up.

Manufacturer narrative:
Review of radiographic images found as follows: (B)(6) 2011 lumbar spine x-ray inter-operative fluoroscopy during pedicle screw placement. Screws are seen in the lower two vertebrae, with awl in about l3 and ball tip probes within the pedicles of l2 and l1. On (B)(6) 2011 lumbar spine x-rays postoperative x-rays of lumbar spine with staples in place. Long construct is seen from t11 to s1. Single crosslink is in place. Interbody capstone is seen at l5. Lateral views show good maintenance of lordosis and position of screws and rods. On (B)(6) 2011 fluoroscopic views lumbar tlif has been expanded to a plif and construct has been extended to include iliac screws to improve lumbosacral fixation. The lower construct is held to the original through lateral connectors at about l4. On (B)(6) 2011 lumbar x-rays final x-rays are shown postop with staples in place. Fixation extends from t11 to the iliac crests and iliac screws. Fixation is segmental with double rods extending across the lumbosacral junction. On (B)(6) 2012 lumbar x-rays single fluoroscopic views show construct as described above.

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.